Event description:
When the proglide device was deployed and removed from the patient, the surgeon noticed that the foot plate was not in the correct position. The attending vascular surgeon needed to perform a cut down (extension of the original wound) to repair the artery after the closure device did not function as intended and he believes this led to needing to cut down and primarily repair the artery.